Event description:
It was reported that the user experienced a severe high blood glucose event with large ketones and treated the episode at home after contacting a health care provider and following instructions. Symptoms included hyperglycemia with ketone presence. Outcomes included no hospitalization or emergency care. Investigation included collection of event details and assessment for contributing device issues. Investigation of this case revealed no reported device alerts or alarms and an unclear cause for the hyperglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.